Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
.

Event description:
It was alleged that the display of the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.